Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was unable to be confirmed; the reported alarm was not reproduced during testing of the returned mobile power unit (mpu). The mpu, serial number (B)(6), was returned to the service depot, where it was inspected and functionally tested. The mpu was able to operate without issues arising, and the alarm was not reproduced. The mpu was sent to product performance engineering (ppe) for further analysis. At ppe, the returned mpu operated as intended. There were no issues that were found that could lead to an alarm. The reported event was unable to be reproduced. Information provided stated that the alarm occurred 15 minutes into lying down. Additional information stated that no log files were available and confirmed that the ac power cord did not come loose. Multiple good faith effort (gfe) attempts were sent to inquire if any environmental factors could have contributed to the alarm, such as a loss of power to the house; however, no response was received. The root cause of the reported event could not be determined during this investigation. Incidental findings: outer jacket damage ¿ pinched patient cable. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep the equipment away from any water or liquid, as it may fail to operate. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms; including connect to power and low power alarms. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a dead mobile power unit (mpu) for a brand-new implant, 19 days after discharge. The patient plugged in their mpu as normal and laid down in bed. Approximately 15 minutes later, the mpu began alarming. The mpu was unplugged and plugged back in. The mpu continued to alarm, and the 'yellow wrench" alarm symbol was illuminated on the device. The patient was instructed to remain on battery power over night. A warranty replacement was requested. Log files were not available. The mpu had the v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.